Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2048 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "interventional radiology (ir) rn said that there was nothing unusual about the procedure. She inserted the guide wire. The vein seemed tight, almost as though it was spasming. The wire didn't seem to want to advance. Once it seemed to come to a stop, she then removed the wire. She checked the end of the wire (which is floppy) and all it all appeared to be intact. She then moved to the left side. She did use the same guidewire but had no issues with the inserting the PICC on that side and it worked without issue. She said there is no standard process to measure the wire. The catheter is measured and cut to the correct length, but the guidewire is not. CT of chest results from day of insertion - impression: 1 sheared off approximately 5 cm guidewire in the right axillary vein. Patient required surgical removal of the retained guidewire under fluroscopy." Add info rcvd: (B)(6) 2021 : was there patient harm reported?: none, besides requiring surgery (procedure: removal foreign body right axillary vein) to remove the retained piece. Accepted level 2 event. Of note, on (B)(6) 2020, there was an attempt to remove the retained piece in ir, but unsuccessful.